Event description:
Patient presented to the physician with tmj symptoms, headaches, nausea, pain when eating and talking, and weight loss. Physician referred the patient for botox treatment to manage the pain.